Event description:
The customer reported damaged tip of the scope involving an olympus rigid video laparoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage and failure of light transmission. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.